Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.2ua. The criteria is <55ua. Pass; meter setting, audio and all buttons function are ok; we tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 56/55 mg/dl, for level high were 257/257 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2007 at 3:00am after the end user was receiving inconsistent readings from the prodigy diabetes glucose meter. The end user's blood glucose during the medical event was 110 mg/dl. The end user was incoherent and unresponsive and the paramedics were called. The paramedics performed a blood glucose test with their meter with a result of 39 mg/dl and administered an IV of fluid to assist with stabilizing their glucose levels. No further information was provided in relations to the medical event.